Event description:
A (B)(6) female pt called zoll customer support to report that her monitor response buttons were damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. Upon investigation the front response button switch was broken off and missing from the monitor, preventing the pt from activating the device. The root cause for the missing response button switch could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged response button. The pt received a replacement monitor.